Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; returned test strips produced lo readings on 75 level. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Consumer reported complaint for lo blood glucose test results. The expected fasting blood glucose test result range is 100 to 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results. The customer is currently not taking medication to manage diabetes. Blood test performed by the customer's husband and son using the trueresult meter and both results were lo. The product is stored by customer in the bedroom. The test strip lot manufacturer's expiration date is 12/31/2016 and open vial date is (B)(6) 2015; test strips are expired due to being open for more than 120 days. The meter memory reviewed for fasting test results (date / time not set): (B)(6). Adverse event not reported.